Event description:
Customer reports strip vial does not have an expiration date or lot number printed on it while using compact strips. Unable to verify expiration date without a lot number. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.